Event description:
Legal dept was made aware of action being taken by a pt against depuy spine. Info is very limited. It is stated that the pt suffered an adverse outcome following lower back surgery in 2007. As an adverse outcome was reported an MDR is being filed to document this event. Device 1: see also 1526439-2010-00008.

Manufacturer narrative:
Info is extremely limited. Our area sales representative reported that she was unaware of any adverse outcome regarding this procedure. The legal petition does not identify the product in question or provide details regarding the cause of the adverse outcome. At this time no conclusions can be made.